Manufacturer narrative:
(B)(4). The cartridge was returned and evaluated by product analysis on (B)(4) 2014 as follows: force, fill and leak tests were completed with no air bubbles being formed inside the cartridge. The cartridge filled and cycled normally with no difficulties or leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. There were no defects found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged site/set/cart issue. The reporter stated that on (B)(6) 2014, the cartridge was found to be leaking and the patient¿s blood glucose (bg) was 518mg/dl with large ketone levels and symptoms of abdominal pain/vomiting and extreme drowsiness/difficulty waking up/confusion. The time to onset of the alleged elevated bg and event outcome was not provided. It was reported that the cartridge was used appropriately and that the reporter was unsure of where in the cartridge the alleged leak was located. Reportedly, the patient remained on the pump, no treatment beyond the usual routine of diabetes care and management was provided and the patient¿s healthcare provider had not adjusted the pump settings before or after the alleged event. This complaint is being reported for an alleged hyperglycemic event associated with an alleged cartridge leak issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: a retained sample from the same lot number was tested and evaluated by product analysis on 06/02/2014 as follows: no failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. Leak, force, and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.